Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, and displacement test. Device received with normal operating currents, no failed battery test alarms noted during testing. No unexpected replace battery now alarms, or low battery alarms noted during testing. No unexpected hal software error detected alarm during testing however, the formatted history file confirmed hal software error detected error due to a software error. No the main arm cannot communicate with the motor arm error or drive count error boundaries exceeded after movement error noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had received multiple insulin pump error alarm. The customer¿s blood glucose was 149 mg/dl. Customer also reported that they insulin pump had received failed battery alarm. Customer advised to disconnect from the insulin pump. The insulin pump will be returned for analysis.